Event description:
Lead dislodgement and 'anterior chest jerking' were reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was explanted more than two years ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility.